Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that when the connector of the emitter was plugged in properly, the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the non-invasive patient tracker (nipt) and the instrument tracker had a recognition failure due to a communication error of the axiem. The procedure was completed without using the navigation system. There was no additional patient impact reported and no delay to surgery.